Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
Reporter stated the filter device did not fully open after being released.